Event description:
It was reported that during implantation of an intraocular lens (iol) into the right eye the trailing haptic got stuck in the injector and broke off as the lens was being delivered into the eye. The incision was enlarged to allow for removal of the iol and a successful intraoperative lens exchange was performed using a backup iol of the same model and diopter. Sutures were not required. The patient outcome is good. Additional information regarding the details of this event was requested, but not received.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Manufacturer narrative:
Additional info: b5, g3, h2, h10 based on additional information received this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received indicating the incision size was enlarged with a diamond keratome to 2.4mm which is standard range for incision enlargement.